Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni event description: [hospital] "clips were loaded, but not fired. Several clips were fired. But after that, it failed to fire." Product is available for return. Additional information was received via email on 06nov2023 from [name], amk territory manager "the experienced occured when inserting the device into applied trocar 5mm for use as a clip to-step guideline. 2~3 clips were dispensed in total. This kind of issue occured repeatedly recently." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: ni. Event description: [hospital]. "Clips were loaded, but not fired. Several clips were fired. But after that, it failed to fire." Product is available for return. Additional information was received via email on 06nov2023 from [name], (B)(6)territory manager "the experienced occured when inserting the device into applied trocar 5mm for use as a clip to-step guideline. 2~3 clips were dispensed in total. This kind of issue occured repeatedly recently." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.